Manufacturer narrative:
Product complaint #: (B)(4). Procode: krd/hcg. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Information regarding patient age/date of birth, gender, weight, height, medical history, race, and ethnicity was not reported. Complaint conclusion: as reported by an affiliate, during a coil embolization, there was resheathing failure with a og cmplx xtrasoft coil (640cx2505, 17757934). There was no patient injury reported. Based on the device analysis, the embolic coil was stretched. Multiple attempts to obtain additional information were unsuccessful. A non-sterile og cmplx xtrasoft coil 2.5x5 was received coiled inside of a plastic bag. The returned device was inspected, and the hub was observed without damage, the hypo tube and the gripper were observed kinked and tangled, also, the introducer was observed unzipped. A microscopic inspection was performed, and the support coil was found in good conditions however, the embolic coil was observed stretched. The functional test could not be evaluated due the conditions noted on the device. A review of the manufacturing documentation associated with this lot 17757934 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The failure reported by the customer as ¿coil introducer- zipping difficulty-rezipping¿ could not be evaluated due the conditions noted on the device. However, the cause of the condition noted on the gripper was apparently caused by applying excessive force on the device and may have contributed to the complaint reported by the user but it could not be conclusively determined. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. With the limited information provided the exact cause of the event being reported could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The IFU instructs the user to unsheathe a small length of the dpu to unlock the device, then to advance the embolic coil into the microcatheter until the hub connector of the dpu reaches the proximal end of the resheathing tool. This results in the placement of the embolic coil and the more flexible and fragile distal sections of the dpu inside the microcatheter before continuing to unsheathe the device. If the device is unsheathed before advancing into the microcatheter, there is a risk that the embolic coil or the distal end of the dpu will be unsheathed and pass through the resheathing tool. If the resheathing tool passes over the distal end of the dpu, this will expose these flexible sections, which will then be subject to kinking and bending. Once a part of the dpu is kinked or bent, the translucent introducer sheath will not be able to re-form around it, and that section of the device will protrude. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by an affiliate, during a coil embolization, there was resheathing failure with a og cmplx xtrasoft coil (640cx2505, 17757934). There was no patient injury reported. Based on the device analysis, the embolic coil was stretched.